Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Beginning (B)(6)2011, the rv lead had 500 short circuit paces, 432 non-physiological senses with 17048 successful paces. Rv pacing impedance is within range.

Event description:
It was reported that the right ventricular (rv) lead interrogated several ventricular high rate (vhr) episodes with noise oversensing. The physician elected to leave the lead in use until the lead was removed five years later due to a fracture. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.